Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') and cervical dysplasia ('high-grade dysplasia') in a 50-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy by robot assisted laparoscopy and treated initially via conisation then vapolaser). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for cervical dysplasia and medical device removal with essure. The reporter commented: devices are available at (B)(6). Removal was performed due to medical reason (medically necessary). Hysterectomy for a gynecological malignancy or pre-malignancy condition. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2020: macroscopic exam. Intraovarian hysterectomy piece weighing 90 g. The uterine body measures 4.5 cm in height, 4.5 cm in width and 2 cm in thickness. The cervix has a height of 4 cm and a diameter of 3 cm. The endometrium is normal. The right adnexum has a fallopian tube measuring 6 cm in length. The left adnexum has a fallopian tube measuring 8 cm in length. Bilateral essure presence. Samples: 22 differentiated blocks. Cervix (1-16); isthmus (17-18); body (19-20); right fallopian tube (21); left. Fallopian tube (22). Microscopic exam: the exocervical malpighian and the endocervical glandular epithelium are well differentiated and do not show any notable viral atypia. Malpighian metaplasia is noted. The chorion is the focal site of fair chronic. Inflammatory infiltration. The endocervical glands represented are unremarkable. The endometrium is in proliferative phase. The fallopian tubes are covered by a benign epithelial covering and are congestive and fibrous. A para-tubal cyst is noticed. No signs suggesting malignancy. Conclusion: cervix is the site of malpighian metaplasia, without virosis or dysplasia endometrium in proliferative phase, without atypia. Fallopian tubes are the site of slight fibrous lesions secondary to the presence of essure. Immunohistochemistry - on (B)(6) 2020: immunohistochemical examination of uterine material: ki67 proliferation index shows nuclei stained in the basal area without abnormality. The staining with anti-p16 antibody shows non-overexpressed p16 protein. Sample received at quality unit: yes. Date sample received: 10-26-2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') and cervical dysplasia ('high-grade dysplasia') in a 50-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy by robot assisted laparoscopy and treated initially via conisation then vapolaser). Essure was removed on (B)(6) 2020 . At the time of the report, the medical device removal and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for cervical dysplasia and medical device removal with essure. The reporter commented: devices are available at logipharma. Removal was performed due to medical reason (medically necessary). Hysterectomy for a gynecological malignancy or pre-malignancy condition. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2020: macroscopic exam interovarian hysterectomy piece weighing 90 g. The uterine body measures 4.5 cm in height, 4.5 cm in width and 2 cm in thickness. The cervix has a height of 4 cm and a diameter of 3 cm. The endometrium is normal. The right adnexum has a fallopian tube measuring 6 cm in length. The left adnexum has a fallopian tube measuring 8 cm in length. Bilateral essure presence. Samples: 22 differentiated blocks. Cervix (1-16); isthmus (17-18); body (19-20); right fallopian tube (21); left fallopian tube (22). Microscopic exam the exocervical malpighian and the endocervical glandular epithelium are well differentiated and do not show any notable viral atypia. Malpighian metaplasia is noted. The chorion is the focal site of fair chronic inflammatory infiltration. The endocervical glands represented are unremarkable. The endometrium is in proliferative phase. The fallopian tubes are covered by a benign epithelial covering and are congestive and fibrous. A para-tubal cyst is noticed. No signs suggesting malignancy. Conclusion: cervix is the site of malpighian metaplasia, without virosis or dysplasia endometrium in proliferative phase, without atypia. Fallopian tubes are the site of slight fibrous lesions secondary to the presence of essure.. Immunohistochemistry - on (B)(6) 2020: immunohistochemical examination of uterine material: ki67 proliferation index shows nuclei stained in the basal area without abnormality. The staining with anti-p16 antibody shows non-overexpressed p16 protein.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') and cervical dysplasia ('high-grade dysplasia') in a (B)(6) year old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cervical dysplasia (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy and salpingectomy and treated initially via conisation then vapolaser). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for cervical dysplasia and medical device removal with essure. The reporter commented: devices are available at logipharma. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.